Event description:
(B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.